Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for preactivation with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to human error and a product misalignment during the manufacturing process awareness has been created in the quality, engineering and operations departments to prevent future occurrences. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set, the product experienced retraction delay. The following information was provided by the initial reporter. The customer stated: needle partial retracted before using.

Event description:
It was reported the bd vacutainer® push button blood collection set, the product experienced retraction delay. The following information was provided by the initial reporter. The customer stated: needle partial retracted before using.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-01. H6: investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for preactivation was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode preactivation. The root cause of the partial preactivation is a cracked/broken trigger arm on the hub. The crack is located at the base of the button. The crack changed the angle of the button causing it to remain engaged against the front barrel when the part was activated. The root cause of the broken/cracked trigger arm is chemical degradation of the part caused by acetone; a substance used in cleaning the grippers on the manufacturing equipment. This occurred as a result of a human error when cleaning the grippers of the equipment, the acetone inadvertently got unto the nearby device on the manufacturing line. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set, the product experienced retraction delay. The following information was provided by the initial reporter. The customer stated: needle partial retracted before using.